Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that their blood glucose readings were fluctuating between 100 and 400 mg/dl. The customer declined troubleshooting and wanted to upgrade their insulin pump. Nothing was replaced or returned.